Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant. During the procedure, it was noted on multiple repositioning attempts that the capture threshold was inadequate, the sensing and impedance values were suboptimal. It was elected to complete the procedure using an alternate lp on (B)(6)2023. There were no patient consequences.